Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the hub separated and sleeve leakage occurred on two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-feb-2026. Investigation summary bd received samples for investigation. The two returned samples were subjected to functional tests and passed testing for sleeve issues, as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. However, both returned samples failed functional tests for hub/collar separation and defective locking mechanism, as the hubs became separated from the collar. Additionally, ten retained samples were subjected to functional tests and passed testing for sleeve issues, with no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. Furthermore, twenty retained samples were inspected for hub/collar separation and defective locking mechanism, and all samples passed testing as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. This complaint has not been confirmed for the indicated failure mode: sleeve function. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the hub separated and sleeve leakage occurred on two (2) units. No adverse impact was reported regarding the patient or user.